Event description:
There were jacket retraction issues. During the procedural maneuvers, the catheter folded into a "z" transferring the shape to the super stiff wire. Device and wire removed from the pt. Endovascular repair completed with another device. Medwatch report sent to FDA by facility user.